Event description:
It was reported that there was a one time impedance increase on the svc coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 02:15:03. The daily hv-lead impedance trend data shows a spike increase for svc defib from 66 to 696 ohms range between (B)(6) 2011 and (B)(6) 2011, then returning to a baseline of 66 ohms (B)(6)-2011.